Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of undersensing on the device. Technical support was contacted and reprogramming was recommended to resolve the event. The programming changes are anticipated to take place at the next follow-up. The patient was stable.